Event description:
Initial reporter indicated to our europe office that they had a pt that did not feel his magnet activations and upon interrogation had high lead impedance on their systems and normal mode testing eri no. X-rays were received for review. Based on the x-rays reviewed, there are no obvious anomalies that could be contributing to the system diagnostic result of dcdc=7 limit high. However, in the ap chest view an acute angle was observed in the lead body near the generator header. It cannot be determined if this acute angle is contributing to the dcdc=7 limit high. A lead discontinuity cannot be ruled out. No other obvious anomalies were observed in the portions of the lead visualized that could be contributing to the reported dcdc=7 limit high result. The pt did not have any fall or injury preceding the high impedance being discovered. At this time unk if any interventions are planned and if the vns is programmed on or off.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results - x-rays reviewed by MFR, no gross lead discontinuities visualized. In the ap chest view, near the generator header an acute angle in the lead body was observed only based on that one view. Conclusions - device malfunction is suspected, but did not cause or contribute to a death or serious injury.